Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the cgm mobile application "shuts" off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected cgm mobile application shut-off was confirmed via data. The root cause was determined to be an app crash.